Manufacturer narrative:
Citation: alnabti a et al. Unusual management of dislodged tavr prosthesis, nightmare in cath lab. European heart journal- cardiovas cular imaging, 2020 jan 17; 21(s1):i1091-i1092. Doi: 10.1093/ehjci/jez319.1034. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a literature case report regarding a (B)(6)-year-old female patient with hypertension, diabetes mellitus, hypothyroidism, atrial fibrillation, severe aortic stenosis, and severe left ventricular dysfunction (estimated ejection fraction of 25%). The physician/author decided to perform transcatheter aortic valve replacement with extracorporeal membrane oxygenation (ECMO) support because of the patient¿s depressed left ventricular function. A pre-implant balloon aortic valvuloplasty (bav) was performed followed by advancement of a 29 mm medtronic corevalve (serial number not provided). The valve was deployed above the aortic annulus and dislodged into the proximal ascending aorta in an ¿opining¿ position a few centimeters from the coronary ostium. A post-implant bav was performed to stabilize the valve in the ascending aorta. Subsequently, a 26 mm medtronic corevalve (serial number not provided) was advanced through the dislodged valve and was successfully implanted in the patient¿s native annulus. The 26 mm corevalve overlapped with the dislodged 29 mm corevalve (valve-in-valve). Following the procedure, the patient was successfully weaned from ECMO support and was noted to be hemodynamically stable throughout the case. Follow-up transthoracic echocardiography showed improved left ventricular function (ejection fraction of 39 %) and a normal functioning aortic bioprosthesis. No additional adverse patient effects or product performance issues were reported.